Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis or hematoma; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide suture was deployed and the proglide was removed from the anatomy. The knot was advanced to the artery but hemostasis was not achieved. The physician felt he may not have advanced the knot completely to close the arteriotomy. A hematoma less than 6cm developed. Manual arterial compression was used to achieve hemostasis and to express the hematoma. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reportedly is in-training in the use of the proglide device. No additional information was provided.